Event description:
The customer reported to olympus that the evis exera iii xenon light source gave two white balance error codes: e311 and e931 when connecting the scope. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found e103. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found e103, e311, and e931 error codes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the lamp failed to light due to a failure of the xenon and lighting failure (e103) was displayed. Olympus will continue to monitor field performance for this device.